Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that during the transfer of the patient from the surgery to the recovery room, the right ventricular lead had dislodged which was confirmed through chest x-ray. All diagnostic measurements were normal. This rv lead was successfully repositioned and remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.